Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the trigger did not load and did not fire at the time of stapling. There was no patient injury as reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the single use loading unit (sulu) cartridge noted that a full staple complement was present. The clinical instrument was not received. Since the clinical instrument was not received a pmv representative instrument was used for testing. Functionally, the representative instrument and sulu were applied to test media with proper staple formation. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the trigger did not load and did not fire at the time of stapling. A full squeeze of the device was performed. There was no patient injury as reported.